Event description:
The limited translated symptom info made available indicates "there is an alarm when it is in use." There was no patient involvement.

Manufacturer narrative:
(B)(4): the limited translated symptom info made available indicates "there is an alarm when it is in use". There was no patient involvement. It was later clarified that the device intermittently was rebooting. The device was evaluated by a philips fse. The reported symptom was confirmed. The optical switch, control pca, and power pca were replaced. The cables were reconnected and this resolved the issue. The device then passed all required testing. We are unable to determine the cause of the reported symptoms as multiple parts were replaced.